Event description:
It was reported that an unknown surgery was performed in 2001. Pt presented in 2002 with spitting suture and granuloma/foreign body reaction. The sutures were removed during an operation in 2002.